Event description:
It was reported that the pressures on the bedside monitor were observed to be drifting significantly without intervention (transducer) during use. No pt complications reported.

Manufacturer narrative:
Both the flotrac sensor and pressure transducer zeroed and sensed pressure accurately. Pressure readings were stable and did not show any drift throughout testing. Green and white corrosion was noted on #2 and 3 wires at the cable connector area. Physical appearance of the corrosion seemed consistent with corrosion caused by contamination of saline on the wires. Contamination of saline on the wires at cable connector would cause short condition.